Event description:
The insert was revised due to wear.

Manufacturer narrative:
Summary of evaluation:the information provided and the examination results of the explanted insert suggest that this event is not device related but rather is associated with life expectancy. The wear observed is not necessarily unusual for the reported period of implantation.